Event description:
Treatment of two relatively small aneurysms measuring approximately 4mm located in the para-ophthalmic segment of the ica (internal carotid artery). The patient¿s anatomy was mild in tortuosity. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, it was reported the first pipeline (5mm x 15mm) released from the capture coil without issues, but the distal segment of the pipeline did not expand in normal fashion despite manipulations with the pushwire. It was decided by the treating physician to remove the pipeline by trapping the pipeline braid between the capture coil and the catheter. The pipeline was removed without issues. A second pipeline (5mm x 15mm) was implanted inside the patient and required balloon angioplasty (an option presented in the instructions for use) with a hyperglide balloon to achieve full wall apposition with the distal part of the pipeline. The patient was reported to be doing fine and was discharged home on an unspecified date. No patient injury was reported as a result of the procedure. Same event as MDR # 2029214-2014-00641.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).